Event description:
It was reported that prior to the start of a da vinci-assisted choledochoduodenostomy surgical procedure, customer encountered error 32056 after system power on. Technical support engineer (tse) recommended to power cycle and emergency power off (epo) the system but issue persisted. Customer stated all 4 universal surgical manipulator (usm) were required for the procedure. The procedure was aborted with no report of patient injury or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error was found indicating aca in usm3 failed to initialize inter-integrated circuit (i2c) device on the usm 0x2 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the 0x2 axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensors check was found to be failing on the 0x2 axis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the pitch searchlight flat flex cable (ffc) was found to be the root cause of the reported event.